Event description:
The hcp reported a pump revision was done due to the pump flipping over. The catheter was found out of the spine, knotted and twisted. The drug used in the pump is hydromorphone 30 mg/ml, clonidine 3 mg/ml and bupivacaine 1.25%. The hcp decreased the rate of drug delivery to 2 mg/day from 13.5 mg/day following the revision. The pt continued to experience increased pain and some nausea. The pt went through several dose increases in the next few months. The hcp reports the next month, the dose was increased to 3.487 mg/day, the following month, the dose was increased to 4.182 mg/day and two months later, the pump was refilled and increased to 5.010 mg/day. The following month, the patient called the hcp to report the pump turning in their stomach. The pt called the neurosurgeon and again underwent surgical revision in 2007. See MFR report #6000030-2007-01648.